Event description:
It was reported from the us that during an initial orthopedic surgical procedure the surgeon experienced events with the instrumentation. One tri-drive canulated shaft broke in the hands of the scrub tech as he was loading a drill tip prior to surgical use. The second tri-drive canulated shaft broke at the back table after being used for glenoid drill hole. The reported device malfunction of a disassembled tri-drive modular reamer handle did not cause or contribute to serious injury or death and is not likely to cause or contribute to serious injury or death if the malfunction were to recur. Another instrument is readily available. In this same case when the surgeon was impacting the humeral head implant a small portion of the impactor tip (black plastic portion) broke off. It did not enter the patient and was discarded by the scrub tech. The patient was stable leaving the or. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Mfg-related issues: exactech is aware of 2 other complaints involving parts from this manufacturing lot, which has been in the field since 2014. The device history record was reviewed, and all parts were accepted with conformance to the device specifications. Therefore; this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. The cause of the broken tri-drive modular reamer handle reported in experience c2018-660 could not be determined because adequate information regarding the failure of the device was not provided, and the device was not available for evaluation. 311-07-07 design-related issues: the design of the humeral head impactor tip has been in the field since 2004. Exactech is aware of 6 complaint reports involving broken humeral head impactor tips since 2008. The frequency of occurrence ranking scale is very low. Therefore; this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot, which has been in the field since 2012. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr. The broken humeral head impactor tip was likely the result of excessive impaction forces, which led to crack initiation, propagation, and ultimate fracture of the device. However, this cannot be confirmed because the device was not available for evaluation. Devices were received for analysis. Eng eval completed on 2019.06.18 by mb. 315-25-00 design-related issues: the design of the tri-drive modular reamer handle has been in the field since 2009. Exactech is aware of 39 complaint reports involving 47 broken tri-drive modular reamer handles since their introduction. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design related. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The reported device malfunction of a disassembled tri-drive modular reamer handle did not cause or contribute to serious injury or death and is not likely to cause or contribute to serious injury or death if the malfunction were to recur. Another instrument is readily available. There was no patient adverse event, the broken tip did not fall into the surgical site. An investigation was conducted; the broken humeral head impactor tip was likely the result of excessive impaction forces, which led to crack initiation, propagation, and ultimate fracture of the device. However; this cannot be confirmed because the device was not available for evaluation. The cause of the broken tri-drive modular reamer handle reported could not be determined because adequate information regarding the failure of the device was not provided, and the device was not available for evaluation. Catalog # 315-25-00. Serial/lot # (B)(4). Description: tri-drive modular reamer handle x2.